Event description:
It was reported that the patient was hospitalized on (B)(6) 2009 due to inflammation and a superficial infection of the right pectoral scar (where the implantable neurostimulator was located). It was noted that this was the second occurrence of the inflammation ((B)(6) 2009) and that was reported not be have been serious. Antibiotic therapy was started on (B)(6) 2012. The scar was then surgically revised on (B)(6) 2009 without any complications reported. The antibiotic treatments continued until (B)(6) 2009. The patient was discharged in physical and psychological stable condition. It was also reported that the event had no impact on the implantable neurostimulator or its programmed parameters.

Manufacturer narrative:
Product ID 7482-51, serial # (B)(4), product type extension; product ID 7482-51, serial # (B)(4), product type extension; product ID 3389-28, lot # b0894722k, product type lead; product ID 3389-28, lot # b0894721k, product type lead.